Event description:
It was reported that the patient underwent a fusion procedure using rhbmp-2/acs in (B)(6) 2008. It was reported that the patient was experiencing pain in her lower back when she was referred to the doctor in (B)(6) 2008. In (B)(6) 2008 the patient underwent a lumbar area surgery. Reportedly, the patient was continuing to experience pain and the doctor recommended another surgery. In (B)(6) 2009, the doctor performed a laminectomy and decompression from t12-l2 and attempted a spine fusion. Reportedly, in (B)(6) 2010 the doctor performed a revision surgery at l4 through s1 to again attempt a fusion. In (B)(6) 2011 the doctor attempted another surgery- a cervical fusion from c3 through c7. In (B)(6) 2011 the doctor performed a l5-s1 foraminotomy and decompression. In (B)(6) 2012 the doctor attempted another surgery, a re-instrumentation, from t3 through t6. In (B)(6) 2012 the doctor performed an irrigation and debridement of her wounds from her most recent surgery. Reportedly, in (B)(6) 2012 the doctor attempted a l5-s1 fusion on the patient. Following her surgeries the patient continued her care with the doctor through summer of 2013. Reportedly, it is believed that the patient had approximately eleven surgeries from 2008 through 2013. It was reported that the patient experiences new, different, and worse pain than she did prior to her surgeries.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient was experiencing pain in her low back. In (B)(6) the surgeon performed surgery on the patient's lumbar spine area and rhbmp-2/acs was implanted. In (B)(6) 2009, the doctor performed a laminectomy and decompression at the t12 through l2 levels and attempted a spine fusion and rhmbp-2/acs was also implanted. In (B)(6) of 2010, the surgeon performed a revision surgery and rhbmp-2/acs was further implanted. In (B)(6) 2011,the doctor attempted another surgery, this time a cervical fusion from the c3 through the c7 levels and rhbmp-2/acs was implanted. In (B)(6) 2011the doctor attempted another surgery, this time an l5-s1 foraminotomy and decompression and rhbmp-2/acs was implanted. In (B)(6) 2012 , rhbmp-2/acs was also implanted . In (B)(6) 2012 , rhbmp-2/acs was implanted too.